Event description:
It was reported, that the duodenovideoscope forceps raising table did not fully lower. It was reported that the event occurred during preparation for use during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11 the device was returned to olympus for evaluation and the customer's reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.